Manufacturer narrative:
The evaluation showed, that one bolt is loose (posterior link) . No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the anterior link is deformed and some bushings were chipped off. The patient did not fall.